Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. The product was received in good condition with no visible external damage or defects observed. There is no known device interaction that could have contributed to the reported failure. The imaging processor was installed for functionality and the unit meets specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2016-08626 and 2134265-2016-08625. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to visualize the unspecified target lesion. During procedure, the system got freeze during pullback. No patient complications were reported.